Event description:
Device 3 of 3. Reference MFR report number:1627487-2019-02132; reference MFR report number:1627487-2019-02133.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR report number: 1627487-2019-02132; reference MFR report number: 1627487-2019-02133. It was reported that the patient has been scheduled for a revision surgery. There is no further information at this time.

Event description:
Device 3 of 3; reference MFR report number:1627487-2019-02132, reference MFR report number:1627487-2019-02133. Additional information received indicated that the patient had their leads and ipg explanted and replaced. Therapy was restored post-operatively.